Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, omsc confirmed that one side flap was deteriorated and the whole stent became black. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past two years from the event date, it was found no irregularities. Based on the past similar cases, it was known that the side flaps were deteriorated and broke due to chemical effects such as digestive fluid or mechanical effects such as peristalsis. The above case has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. The user encountered more frequent problems with double-layer-drains for the bile duct. Since the distal flaps detached several times, the drain was dislocated and more difficult to retrieve even 3-4 months after insertion due to material weakness. There was no patient injury reported. No further information was provided.